Event description:
Caller alleged discrepant results with inratio versus lab. On (B) (6) 2009, pt inratio result was 1.9. Pt took more coumadin and the next day got 1.2. After getting the 1.2 result, pt went to the hosp where her lab test was 2.5 and received an injection of lovenox. Pt reported her therapeutic range as 2.5-3.5.

Manufacturer narrative:
Inratio and lab results of 1.2 and 2.5 (respectively) provided by end-user at time complaint was filed was not evaluated for accuracy because the two tests were performed one day apart. If the time elapsed exceeds 3 hrs, there is a high possibility that the discrepancies are due to changes in the status of the pt. Pt received a lovenox injection after obtaining the result of 1.2. Lovenox is a class of antithrombotic agents known as low-molecular-weight heparins (lmwh). This test should not be used for pts on heparin therapy. Pt was adding two drops of sample and possibly milking the finger. Only one drop of sample should be applied to the test strip. Squeezing the finger stick site excessively (milking) releases interstitial fluid and may cause inaccurate results. F/u with pt on (B) (6)-2009. No adverse event(s) reported. Pt was satisfied with the replacement meter's performance. No corrective action is required as no product deficiency was established.